Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge and while placed in the customer¿s pocket. There was no reported adverse impact to customer¿s blood glucose level. Additional information was not provided, and customer declined troubleshooting with tandem technical support.